Event description:
Baxter (B)(4) review of the device event history discovered failure code 810:03; which interrupted delivery. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was repaired at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the condition of failure code 810:03. The root cause was determined to be a defective pump head module. A baxter repair technician replaced the pump head module to resolve this issue. A follow up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).